Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195 serial/lot: rev. 1 : s/n (B)(6) the power tray was returned to medtronic for analysis. Testing was conducted and the problem was not able to be replicated. Fuses in the power tray were verified to be functional and the power tray functioned as intended. No failures were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: bi71000176, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The generator power board was returned to the manufacturer for analysis. Analysis found that it was electrically over stressed and it was not possible to bench test it. Analysis found that the reported event was related to an electrical issue. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it failed bench testing; the transistors were found to be shorted. Analysis found that the reported event was related to an electrical issue. A power tray has been received by the manufacturer. However, it is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the power conversion board was power cycling when the system was turned off and unplugged from alternating current (ac) power. There was no patient involvement at the time of the event. Medtronic received additional information that this issue was discovered during a service training course. It was reported that this was a known issue with the power conversion board and that the suspected cause was due to a failed power conversion board. It was reported that the system did not shut down unexpectedly.